Event description:
The customer contacted physio-control to report that during a recent patient event their device would state "connect electrodes" throughout the event, indicating a loss of connection to the patient. No further details about the patient or the event have been provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the event and verified there were multiple "connect electrodes" messages during the event. The electrodes used during the event were disposed of after the incident and therefore not available to physio for further examination. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. After multiple attempts, physio-control has been unable to contact the customer for additional details regarding the reported issue. The cause of the reported issue could not be determined.